Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized with a high blood glucose value. The insulin pump did not alarm. The customer was treated with an insulin pump provided by the hospital, and when the patient's blood glucose returned to normal they resumed treatment with their own insulin pump. A displacement test was performed successfully. The insulin pump will be returned for analysis.